Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 3a and 3b endoleak has been identified. Pending re-intervention. Patient is doing well. No further information provided. Note: this patient had a previous reported event reported under 2031527-2017-00027 for a type 3b endoleak.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure at routine follow-up, a type 3a and 3b endoleaks were identified. Pending re-intervention. Patient is doing well. No further information provided. Note: this patient had a previous reported event reported under MFR. Report # 2031527-2017-00027 for a type 3b endoleak. Additional information received confirming that the physician elected to treat the patient by implanting one (1) gore (non-endologix) 34x100 tag (thoracic endoprosthesis) above the bifurcation and one (1) gore (non-endologix) 40x100 tag (thoracic endoprosthesis) at the level of the low renal on (B)(6) 2020. The re-intervention was successful and the patient is reportedly stable. Clinical assessment also confirmed that the patient was initially implanted with non-endologix bcia (bilateral common iliac artery) stents on (B)(6) 2013. Therefore, the implant of the afx bifurcated stent graft and afx suprarenal aortic extension four (4) days later on (B)(6) 2013 is actually the secondary endovascular procedure, and is off-label due to the incompatibility of afx with non-endologix devices. In addition, the clinical evaluation determined that a left renal artery (non-endologix) stent was implanted approximately on (B)(6) 2016 (tertiary intervention). The implant of two (2) gore tag devices on (B)(6) 2020 is therefore the quaternary intervention.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows a type iiia endoleak of the aortic components and a type iiib endoleak of the bifurcated stent graft. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest the following: an off-label neck (measured 32.6mm, and IFU requirement less than or equal to 32mm) with significant thrombus (cautionary product condition) at initial implant, concomitant use of non-endologix stents (bilateral iliac stents prior to initial implant with afx products, and a left renal artery stent sometime in 2013), and an increase in the aortic angulation (remodeling). These findings were discovered during an examination of the CT (computed tomography) scan from (B)(6)2013 and discharge summary from (B)(6) 2020. The most likely causation for the reported event is anatomy- and user-related due to the patient's off-label neck anatomy, aortic remodeling, and use of adjunctive devices not compatible with the afx system per device IFU. A contributing factor to the confirmed type iiib endoleak is use of strata material. The final patient status was reported as discharged on the first postoperative day following an endovascular repair procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.